Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. The cause of the event could not be determined. Should relevant additional information become available, a follow-up report will be submitted.

Event description:
It was reported that a home patient (hp) had a system error 2240 (air in tubing) on the homechoice (hc) while connected during their initial drain. The home patient (hp) cycled the power to clear the alarm and was advised to start over with new supplies. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.